Manufacturer narrative:
The solex 7 catheter was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
As reported, the thermogard xp ivtm system was used to re-warm a patient with hypothermia. The solex 7 catheter was placed in patient's right jugular vein. The user noticed that the tubing was not getting warm and observed that the roller pump was spinning, however, the pinwheel was not. As per zoll technician's advice, the user disconnected the tubing from patient to re-prime the tubes. During priming the user observed that both roller pump and pinwheel were spinning. Once connecting the tubes back to the patient the pinwheel stopped spinning, however the roller pump was. The user reviewed patient's x-ray and confirmed that the catheter was sutured in place. The zoll technician advised the caller to deflate the balloons to remove the catheter. The user was unable to solve the problem and the therapy was discontinued using solex 7 and thermogard system. The solex 7 catheter was discarded by the user. No known impact or consequence to the patient.